Event description:
It was reported that this patient presented to the emergency room (ER) with a syncopal episode. The implantable pacemaker exhibited far-field r-wave oversensing episodes on electrogram (egm), which resulted in a false mode switch. No additional adverse patient effects were reported. The device remains in service.